Event description:
It was reported that, female patient underwent right renal stone removal via ureteroscopic holmium laser lithotripsy under spinal anesthesia on (B)(6) 2025. The indwelling urinary foley catheter remained in the patient. On (B)(6) 2025, the indwelling foley catheter spontaneously dislodged. Upon examination, the catheter balloon was found ruptured. The patient was instructed to increase fluid intake and attempt spontaneous urination. The dislodged catheter was disposed of as medical waste.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). (B)(4), rev 24 (sac manufacturing process) was reviewed for this investigation. The reported event is addressed in step/item#3. A potential root cause for this failure mode could be short latex dwell time, latex dip speeds out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, female patient underwent right renal stone removal via ureteroscopic holmium laser lithotripsy under spinal anesthesia on (B)(6) 2025. The indwelling urinary foley catheter remained in the patient. On (B)(6) 2025, the indwelling foley catheter spontaneously dislodged. Upon examination, the catheter balloon was found ruptured. The patient was instructed to increase fluid intake and attempt spontaneous urination. The dislodged catheter was disposed of as medical waste.